Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed that the implantable cardiac monitor (icm) exhibited alerts due to undersensing. Programming changes were made. The patient was in stable condition.